Manufacturer narrative:
A medtronic representative completed analysis on the system. The system was found to be fully functional and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was "stuck on 8" and the electromagnetic navigation was not operating as designed. There was no patient present when this issue was identified.